Event description:
Customer reported a (B)(6) reaction for a patient sample known to have (B)(6) using 0.8% resolve panel a for gel, lot #vra187. On (B)(6) 2013, the patient was admitted to the customer¿s site, hopital (B)(6), for the 1st time. Pre-op antibody research was requested on (B)(6) 2013. A (B)(6) result was obtained. Customer was aware of the patient history and the (B)(6), so customer followed up the initial result with resolve panel a (cell #3, #4 and #5). The results were (B)(6). The customer reported the (B)(6) result to the clinician, but also advised about the (B)(6), per patient history. Customer reported freezing a part of this specimen and sending to other site, (B)(6), on (B)(6) 2013. The other site, (B)(6), identified (B)(6) on this sample: 2+ (immucor solid-phase technology / capture technology). Patient was transfused on (B)(6) 2013 with 3 units of packed red cells and 2 plasma and received another unit of packed red cell on (B)(6) 2013. Patient was transfused with (B)(6) blood; no harm to the patient.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).